Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the or for system implant. After the leads were implanted and connected to the device, inappropriately sensing r-waves, t-waves, and p-waves undersensing were noted. Lead placement was changed twice unsuccessfully. Programming changes or replacing the lead was suggested. The issue was resolved by using steroid eluting. The patient was stable before, during and after the procedure.